Event description:
The hospital reported that during preparation for multiple coronary artery bypass graft surgeries, four heartstring seals cracked while loading the seals into the delivery tube and one did not deploy out of delivery tube. Replacements were used to complete the procedures. No patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked and the tension spring is partially outside of deployment tube. The complaint is confirmed. Corrective action has been initiated to address the cracking issue.